Event description:
It was reported that there was a warning for the right atrial (ra) lead having a recent low impedance measurement of 57 ohms but had been running in the 300s. The ra lead also had noise on the electrogram and undersensing. Also, the left ventricular (lv) lead had been programmed off for an unknown reason but when tested, there was no capture at 5 volts at 1 millisecond. Settings for the ra lead were reprogrammed and the lv lead was reprogrammed off again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645, implantable pacing lead, (B)(6) 2007; 694958, implantable tachy lead, (B)(6) 2007. (B)(4).